Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was admitted to the hospital due to hematoma at the ipg site. Fluid around the ipg site was drawn and cultured (B)(6) infection, also patient had warmth and swelling at the ipg site. Also, patient presented with fever when hospitalized. Physician believed there was no infection at the site. Hematoma is no longer present and patient is asymptomatic and will be released from the hospital. Issue has been resolved. Further testing for infection may be pending.